Event description:
Wire tip broke off in a previously occluded vessel while trying to open the vessel in the right lower extremity. The wire bent over on itself, causing delamination of the wire and, upon removal, approximately 3-4mm of the tip was missing per the tech. Patient did not require surgical removal as the vessel was totally occluded and the procedure was not successful.what was the original intended procedure?peripheral angio.device #1is this a laboratory device or laboratory test?no.